Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® implant (oss410) was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured in two pieces at the threads. Additionally, there was bone residue around the external threads due to usage and the crown was still engaged. Functional testing and dimensional analysis could not be performed since the device was severely fractured. Pre-existing condition noted on the per was smoker, good oral hygiene & moderate bone density type ii. The reported device had been placed on tooth #3 for approximately 10 years. X-ray or picture image was not provided. DHR review was completed for the subject lot number (2009110131). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2009110131) and one other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is placement of implants in patient with patient factors incompatible with long-term osseo-integration of implant (e.g. Smoking, bruxism, clenching and overloading).

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (oss410) was removed due to implant fracture at tooth location 3.